Event description:
The product (2.8mm soft tissue anchors) were used in a bankhart procedure. The surgeon placed three anchors in the pt and closed the surgical site. Post operative x-rays of the surgical site indicated, to the surgeon, one anchor was located in the soft tissue around the glenoid. The surgeon decided to revise the placement of the anchor and replace it with another anchor more optimally placed in the bone.